Event description:
The end user alleges she has a lot of damage to the house she is living in (her brother¿s house) and injuries to her knees and feet, and toes because of the joystick recall on a tdxsiv-hd power chair.